Event description:
The reported handheld was returned to the manufacturer and underwent analysis. Analysis of the returned handheld indicated that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a 2 broken wire connections in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Analysis of the returned software indicated that the flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that she had issues establishing communication with vns pts using her programming system. A company rep assisted the nurse and indicated that the issue was with the connection between the handheld and the programming wand. A new handheld was sent to the nurse and the reported handheld is in transit to return to the MFR.